Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2007, the patient had a left total hip arthroplasty to address psoriatic arthritis. Depuy asr components were utilized along with depuy summit stem. During the procedure the surgeon observed significant synovitis. On (B)(6) 2019, the patient had a revision of the left total hip to address failed left total hip, adverse reaction/metal-on-metal, severe osteolysis. Indications for surgery included elevated metal ion levels. During the surgery, the surgeon observed trunnionosis and granulomatous debris, and osteolysis. Depuy components were used during this procedure. Doi: (B)(6) 2007, dor: (B)(6) 2019, left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : previous investigations that have included manufacturing record evaluations (mre) since the asr platform was launched have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection.